Event description:
Caller reported a cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl; therefore, there was no adverse impact to the customer's level. The customer had already loaded a new cartridge before contacting technical support and was able to successfully continue insulin therapy. The issue was resolved.